Event description:
It was reported that there was a malfunction resulting in a potential impact to the delivery of o2 or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable. This failure is no longer reportable with the information provided by the fe. Ventilation was not impacted by the pressure switch failure. This results in this case being a minor hazard.